Event description:
Dental professional reported to 3m espe on (B)(6) 2010, that two of four implants placed in the maxilla were removed due to infection. The implants were placed on (B)(6) 2010 and the exact date of removal was not provided to 3m espe. Add'l info on this case was not made available to 3m espe.

Manufacturer narrative:
Returned devices were examined by MFR and no visible abnormalities were identified.